Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This pacemaker system was explanted and replaced because both the ra and rv leads had dislodged and there was a set screw issue with the pacemaker during revision. No adverse patient events were reported.